Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failures alarm three time. Customer's blood glucose value was 201 mg/dl. The customer was assisted with troubleshooting. Customer states insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer states they performed displacement test and it passed. Customer states the insulin pump was not dropped or bumped. Customer states alarm occurred during basal delivery. Customer states they performed self-test and it failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test however, the insulin pump alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) on the keypad assembly.